Event description:
During a pathfinder surgery in 2007, the surgeon was trying to advance screw with the driver and the driver came off the screw head. During the attempt to replace the driver on the screw through the port, the tip of the driver bent and would not mate with the screw. The surgeon completed the case as intended with another driver in the kit after a 30 min delay.

Manufacturer narrative:
Investigation is pending.